Event description:
It is reported that the patient's insulin pump was displaying highly differentiated readings for sensor glucose and blood glucoses levels. The patient's blood glucose level was 248mg/dl. Trouble shooting was conducted. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.